Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regrading an event which occurred after a c4/5, c5/6 acdf procedure. The device was explanted since it was shifting forward and was causing swallowing issues to the patient. The revision surgery was performed and the cages were explanted.